Event description:
It was reported that the patient went to the emergency room after receiving an inappropriate shock due to lead fracture, with a lead integrity warning due to short v-v interval count. Also reported were nst (non-sustained tachycardia) episodes with oversensing/noise, and a sudden rise in pacing impedance to high levels. It was noted that lia (lead integrity alert) had triggered the day before the shock, and that the patient had heard beeping, but the patient did not speak to a physician until the next day. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).